Manufacturer narrative:
Unit received with severely cracked bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained endcap sticker. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have heard display screen crack after leaning agains sick. Customer reported that the middle portion of the display screen was cracked and the top portion could not be read. Customer's blood glucose was 130 mg/dl. Customer was advised that insulin pump would need to be replaced.